Event description:
It was reported that there was air bubbles in the reservoir, insulin squirted out during manual prime and customer kept getting no delivery alarm. The issue was resolved by a complete set change. Customer's blood glucose was unknown. The issue was resolved upon troubleshoot. The customer was advised to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.